Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is at the optic edge. The lens has been advanced to the fill-to line. The trailing haptic is misfolded, extended back beside the plunger. The leading haptic is in a question mark shape. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported haptic issue was observed. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. No damage was observed. Top coat dye stain testing was conducted with acceptable results. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, there was high resistance when pushing the plunger. The trailing haptic stretched completely. A backup lens was used to complete the procedure. Additional information was requested.